Event description:
It was reported that the left ventricular (lv) lead insulation was damaged while trying to free the lead from the surrounding tissue. The lead was explanted and replaced. The patient was enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).